Manufacturer narrative:
Complained product will not be available.

Event description:
X-ray of the abdomen...revealed: foreign body visualized in gastric topography [foreign body in gastrointestinal tract] oral-b toothbrush broke...ended up swallowing the smaller part, where the bristles are located [accidental device ingestion] ended up swallowing the smaller part, where the bristles are located - oral-b [exposure via ingestion] throat...bled [pharyngeal haemorrhage] (tried to remove the broken part with fingers...ended up) injuring throat [pharyngeal injury] oral-b toothbrush broke...the smaller part, where the bristles are located [device breakage] case narrative: a spontaneous report was received via e-mail on (B)(6) 2024 from a male consumer (unspecified age) stating that on (B)(6) 2024 while brushing his teeth, his oral-b manual toothbrush indicator broke unexpectedly and he ended up swallowing the smaller part where the bristles were located. He tried to remove the broken part from his throat with his fingers, but he could not. When trying to pull it out, he injured his throat and it bled a lot (both beginning (B)(6) 2024). He went to the hospital and an x-ray of his abdomen was performed with the following results: "foreign body visualized in gastric topography. No signs of perforation" (beginning (B)(6) 2024). He was admitted to the hospital on (B)(6) 2024 because an endoscopy was required. The endoscopy report indicated that the "object was no longer in his stomach and had descended into his intestine." He reported that he had several tests at the hospital, but there was nothing else that he could do except wait. He was concerned about possible complications in the intestine, so he contacted a coloproctology specialist on (B)(6) 2024. The specialist requested a CT (computed tomography) scan to check the condition of the object in his intestine, but the test did not detect the piece of brush. The adverse event outcomes were: foreign body in gastrointestinal tract - recovered in (B)(6) 2024; throat bleeding and injury - unknown. Treatment details: anaesthetic. Relevant history: none reported. Exact device used previously: unknown. Concomitant product(s): none reported. The case outcome was improved. No further information was provided.